Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of the "stop key on the pump head module keypad only works intermittently". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. This device utilizes user interface module master software version 5.09.90 that is categorized as "colleague 2006." No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of a "intermittent stop button on the pump head module keypad" was found and confirmed during product evaluation. The assignable cause was determined to be a faulty pump head module keypad. To fix the condition, the pump head module keypad was replaced. The device was tested per procedure and returned within specification. This issue is currently being investigated.